Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to vibrator motor connector broken black wire. Device was received with normal operating currents. Also passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had vibrator anomaly. Customer was assisted with vibrate anomaly troubleshooting. Customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump was set to vibrate but was not vibrating. Customer inserted new batteries and performed self-test. Troubleshooting did not resolve the issue. The insulin pump did not vibrate during vibrate test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.